Manufacturer narrative:
The commander delivery system packaging was returned opened with all accessories and packaging card. Multiple hair-like and brown circular particulates were observed on the pouch. A hair-like particulate was found on the upper right corner of the pouch. A brown particulate approximately 8 mm in length was found on the tray towards the middle of the delivery system and kinking on the packaging tubing distal to the particulate was noted. Brown and reddish particulates approximately 3mm in length were found on the back of the tray. Additionally, imagery was provided by the complaint site, showing particulate material in the packaging pouch and packaging card. Material analysis was performed on the isolated material collected during the product evaluation with fourier transform infrared spectroscopy (ftir). The results indicated the hair-like material showed similar absorption characteristics when comparing to polyolefin (polypropylene) like material. Ftir results for the brown and brown/reddish particulates indicated that they displayed similar absorption characteristics to ¿cellulose¿ virgin beached chemical pulp fiber and zein, purified, respectively. A review of the manufacturing process was performed in order to determine if the observed particulates could have originated at edwards. The review of the manufacturing line suggests that polyolefin (polypropylene) and ¿cellulose¿ virgin bleached chemical pulp fiber are present during production of the commander delivery system. Polyolefin is present in the heat shrink tubing used during the bonding process, while polypropylene is found in the tubing used to secure the delivery system during the packaging process. ¿cellulose¿ virgin bleached chemical pulp fiber can be found on the shipping box used to house the shelf box of the commander deliver system. Zein, purified is not found on the manufacturing line, but it is commonly found in clothing material. Since some of the particulates present on the complaint device can be found on the production line, this indicates that manufacturing may have contributed to the complaint. However, as the pouch was returned opened, it is no longer possible to determine if particulates were introduced from outside the original packaging. Due to an increase in particulates found during production a CAPA was previously initiated for further investigation. A DHR review was performed on the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. The review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related for the work order. A review of complaint history from (B)(6)2019 to (B)(6)2020 revealed no additional returned complaints for the edwards commander delivery system for the complaint code. The complaint review reveals that the occurrence rate did not exceed the(B)(6)2020 control limits for this trend category. A review of the commander delivery system IFU and device prepping manual was performed for instructions relating to the complaint. The operator is instructed to visually inspect all components for damage. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on imagery and visual inspection of returned device. Review of the manufacturing line revealed that polyolefin (polypropylene) and ¿cellulose¿ virgin bleached chemical pulp fiber are present during production of the commander delivery system. Polyolefin is present in the heat shrink tubing using during the bonding process, while polypropylene is found in the tubing used to secure the delivery system during the packaging process. ¿cellulose¿ virgin bleached chemical pulp fiber can be found on the shipping box used to house the shelf box of the commander deliver system. It is possible that the particulate was present on the outside of the pouch and the pouch was not completely cleaned prior to opening for use at the complaint site. Once the pouch was opened, the particulate likely entered the pouch. Zein is not found on the manufacturing line, but it is commonly found in clothing material. Review of the manufacturing line indicates that some of the particulates present on the complaint device can be found on the line and suggests that manufacturing may have contributed to the complaint device. However, as the pouch was returned opened, it is no longer possible to determine what particulates were seen in the field and which ones were introduced after opening of the pouch. Additionally, the open pouch could potentially result in loss of the particulate seen in the field as they may fall out of the pouch. As such, a definitive source for the particulate is unable to be determined at this time. A CAPA and pra were previously initiated to address similar issues concerning particulates found within the pouch and the potential associated risks. A definitive source for the particulate is unable to be determined at this time but as particulate identified is used during manufacturing, a manufacturing non-conformance was identified. The CAPA is currently in the implementation phase. The CAPA owner has been notified. A review of the manufacturing line revealed that a manufacturing non-conformance may have contributed to the complaint event. Due to an increase of particulates seen in device pouches, a pra was previously initiated to further investigate the associated risks. Since the complaint occurrence rate did not exceed the (B)(6)2020 control limit for the trend category of ¿particulate, contamination¿, and review of the pra indicates that there is no change in risk level, no further escalation is required at this time. As the CAPA is still in the pre-corrective action phase, this issue will continue to be monitored using monthly complaint trends.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during preparation for a transfemoral tavr procedure, a brown or gray particulate was found in the packaging tray of the delivery system. It was located at the upper, right corner right after opening the pouch. A new kit was used for the procedure. The device will be returned for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.